Event description:
It was reported the merlin.net transmission showed an high out of range measurement. The device was reinterrogated and found to be in range. The device remains implanted.

Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.